Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. It was recommended to increase the post-paced threshold start and programming the ventricular post-paced decay delay. The patient has not returned for programming changes to be made.